Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The theatre reported "36khz handpiece getting very hot and the smell of burning after only a few second of using." This blackened the end of the tip. They replaced all consumables; however, hand-piece and tip still very hot. Diathermy not working properly either. The machine was also making a high pitched screeching noise. The unit was in contact with a pt and the surgery was delayed an hour. The pt did not incur an injury as result of this delay. The sales rep visited the account and performed a full check with and without the valleylab force fx nosecone attached to diathermy machine. The console, handpiece, and tip were 100% serviceable. The sales rep also took advise from the engineer to ensure she completed all necessary checks. After 25 minutes of constant use the machine still continued to work perfectly.